Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-06913 and 3006705815-2023-06914. It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. Surgical intervention was undertaken on (B)(6) 2023, in which the ipg was explanted and replaced to address the issue.